Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that the catheter shaft material had been fractured under electrode ring 3. Conductor wires 2-3 were determined to be fractured at the location of the fracture in the shaft material, consistent with the reported event. Electrodes 1 and 4 met specification requirements for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture noted during analysis.